Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a small pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right middle lobe. The pneumothorax was discovered via fluoroscopy during the procedure. The physician was able to obtain biopsy samples, and the procedure was completed as planned with no delays. The physician believed that the pneumothorax was not ion related. There were no device issues experienced during the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time. .